Event description:
Procedure type: laparoscopic inguinal hernia repair. According to the reporter: the customer reports that they were only able to pump the balloon 30 times then unable to add air and then the balloon broke. Nothing fell into the cavity, no tissue damage and the operative time was not extended over 30 minutes. Another device was used to complete. No patient injury was reported.

Manufacturer narrative:
(B)(4).